Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mdp796, and no nonconformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent ablation of a breast implant on (B)(6) 2019 and barbed suture was used. During the procedure, when closing the skin, the needle point broke. It stayed attached to the needle but was unusable. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products, device evaluated by MFR. Device evaluation summary: the actual device was received for evaluation. A fracture was observed at the tip of the needle. The needle was in one piece, as the fractured sections were still connected. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed.